Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer changed the pump supplies to address the issue however the occlusions recurred. Additionally, a system check was performed with tandem technical support and an occlusion was found to be within the cartridge. Customer's blood glucose (bg) level ranged from 492 mg/dl to 500 mg/dl with high ketones. A manual injection was administered to address elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.